Event description:
It was reported that during a prostate procedure, forward firing occurred after 16,166j with 2:24 minutes of fiber. A second fiber was chosen to continue with the procedure; however the fiber forward fired after 37,968j with 5:44 minutes of fiber used. It was indicated that tissue accumulation was observed on the fiber tips prior to the reported fiber issue and that the fiber tips were not cleaned during the procedure. No prostate stones were encountered. A third fiber was used to complete the procedure without clinical consequences to the patient. This report is for the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-60293. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-60293.

Event description:
It was reported that during a prostate procedure, forward firing occurred after 16,166j with 2:24 minutes of fiber. A second fiber was chosen to continue with the procedure; however the fiber forward fired after 37,968j with 5:44 minutes of fiber used. It was indicated that tissue accumulation was observed on the fiber tips prior to the reported fiber issue and that the fiber tips were not cleaned during the procedure. No prostate stones were encountered. A third fiber was used to complete the procedure without clinical consequences to the patient. This report is for the second fiber.